Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 12.5 mmol/l at the time of the incident. The customer was assisted with troubleshooting and the display did not return after pump restart. Customer states that the contacts on the battery cap was neither missing nor damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constant beeping due to vertical cracked lcd controller and cracked lcd glass.